Manufacturer narrative:
(B)(4). The device was unable to be interrogated upon receipt due to a depleted battery. The device was tested on the bench and a damaged hybrid was noted. The cause of the damage could not be determined.

Event description:
This report is to advise of an event observed during analysis.